Manufacturer narrative:
(B)(4). Not available.

Event description:
It was reported that during generator change, intermittent capture was observed on the rva lead. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable post procedure.